Event description:
Hill-rom rec'd a report from the account stating the brake not set alarm is not working. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom tech found the external alarm to be inoperable. Per the hill-rom user manual, warning: the bed exit alarm sys is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the pt and zero the bed exit sys. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the external alarm to resolve the issue. Based on this info, no further action is required.